Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported an 83-year-old female noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that excessive bleeding was noted around the repositioning sheath during impella cp support. In response to the noted condition, the decision was made to explant the pump. The patient was reported stable.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed. H.6 code 4114 was reported incorrectly on the previously submitted report as the device was returned. H.10 additional manufacturer narrative on the previously submitted report stated that the device was not returned but it was returned.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was filed. The repositioning sheath was oozing blood at the posterior of the sheath where the tuohy would be locked. The product was inspected and a leak test was performed which failed. It was discovered that the o-ring valve was damaged with an abnormal groove along the side, which compromised the hemostatic seal by creating a leak path. The root cause of the access site bleeding - major was determined to be a damaged valve. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures.